Event description:
It was reported that the patient experienced elevated blood glucose levels for a few hours after accidentally overfilling their insulin cartridge, which caused insulin to leak. The patient replaced the cartridge and resumed insulin delivery. They inquired about how long it would take for their blood glucose to improve and were informed that it could take up to 90 minutes. The patient requested an sms follow-up. During follow-up, the patient reported that their blood glucose remained high because they had consumed a snack they believed was sugar-free but was not. Later, the patient confirmed that their blood glucose was slowly decreasing. They monitored their cartridge and tubing, verified there were no leaks, and were advised to continue monitoring and to call back if further assistance was needed. The patient indicated they were managing stress and avoiding actions that could further elevate blood glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.